Manufacturer narrative:
Summary of event: as reported, the nurse was "getting" a sterile wire for an unspecified procedure and noticed a hair inside the sterile packaging of a roadrunner uniglide hydrophilic wire guide. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures or experience any adverse effects due to the occurrence. Corrected information: h6 (annexes a & g). Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of a photo provided by the customer was also conducted. The complaint device was not returned to cook for investigation; however, a photo was provided. The photo shows a hair-like fiber in the package. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. The product IFU states ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt to whether the product is sterile.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the device photo suggests that there is evidence the device was manufactured out of specification; however, there is no evidence of additional non-conforming devices in-house or in the field. There are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, and no other lot-related complaints have been received from the field. Based on the information provided and the results of the investigation, cook has concluded that a manufacturing and quality control deficiency contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: d9, h3. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, the nurse was "getting" a sterile wire for an unspecified procedure and noticed a hair inside the sterile packaging of a roadrunner uniglide hydrophilic wire guide. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures or experience any adverse effects due to the occurrence.

Manufacturer narrative:
E3: occupation = risk management. G4: PMA/510(k) number = k110009. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.